Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the contrast and up buttons were intermittently unresponsive. The contrast and up button contacts were missing from the pump. Contamination was present underneath the other button contacts. Unrelated to the keypad, the display screen was dim and discolored. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.